Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurement. Additional information received which was indicated that the suspected cause was dislodgement. This lead was explanted and replaced. No additional adverse patient effects were reported.